Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. Three views of the right knee demonstrate a medial compartment hemi arthroplasty with no signs of loosening. Vacuum phenomena within the joint space. Narrowing of the joint space could indicate underlying polyethylene wear. Impressions : medial compartment heavy arthroplasty with possible underlying polyethylene wear. Overall fit alignment of the implants is appropriate. Normal bone quality. No size of loosening. Possible evidence of polyethylene wear within the medial compartment hemiarthroplasty. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical devices: partial tibial cemented size g right medial; item# 42-5380-007-02; lot# 63720353. Partial articular surface right medial size g 8 mm thickness; item# 42-5282-007-08; lot# 64157607. Partial femur cemented size 3 right medial; item# 42-5580-003-02; lot# 63982592. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty to address tibial loosening and pain that increased with weight-bearing approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.